Event description:
Patient reported wearing the pod on the leg for between 4 to 24 hours. Patient reported experiencing low glucose levels throughout the day with multiple low glucose alerts. Patient alleged that the pod delivered excessive insulin and depleted within approximately one day. Patient reported, that overnight, the patient became unresponsive with glucose levels in the 40 mg/dl range. Spouse administered an emergency glucose injection, resulting in return to target glucose levels. Patient reported no changes to settings prior to the event and reported adjusting settings after the event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s938usqs9bzcl. Hardware: sm-s938u. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.